Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016, metoprolol since 2017 and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder/urinary problems: bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, allergy to metals, vaginal discharge, blood disorder, cardiac disorder, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, nervous system disorder, visual impairment, weight increased, depression, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for: menorrhagia (heavy menstrual bleeding), blood/heart disorder, nickel allergy, psych injury, bladder problems, uti current weight (B)(6). Discrepancy noted in date of insertion (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram on (B)(6) 2008: essure confirmation test(s) conducted, specify: result: bilateral occlusion; in (B)(6) 2009: results of your essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received: newly added events- vaginal haemorrhage- ablation done , depression, tooth disorder, lower abdominal pain, migraines / headaches. Severity of previously reported events- back pain were updated, reporter was added, patient height and weight was added, medical history was added, lab data was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: doxycycline, phenergan and vicodin. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016, metoprolol since 2017 and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder/urinary problems: bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, allergy to metals, vaginal discharge, blood disorder, cardiac disorder, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, nervous system disorder, visual impairment, weight increased, depression, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for: menorrhagia (heavy menstrual bleeding), blood/heart disorder, nickel allergy, psych injury, bladder problems ,uti current weight 199 lbs. Discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) conducted, specify : result: bilateral occlusion; in (B)(6) 2009: results of your essure confirmation test: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received: reporter, lot number and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: doxycycline, phenergan and vicodin. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016, metoprolol since 2017 and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder/urinary problems: bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, allergy to metals, vaginal discharge, blood disorder, cardiac disorder, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, nervous system disorder, visual impairment, weight increased, depression, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for: menorrhagia (heavy menstrual bleeding), blood/heart disorder, nickel allergy, psych injury, bladder problems ,uti current weight 199 lbs. Discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) conducted, specify : result: bilateral occlusion; in (B)(6) 2009: results of your essure confirmation test: total bilateral occlusion.. Lot number: 627759, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016, metoprolol since 2017 and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder/urinary problems: bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, allergy to metals, vaginal discharge, blood disorder, cardiac disorder, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, nervous system disorder, visual impairment, weight increased, depression, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for: menorrhagia (heavy menstrual bleeding), blood/heart disorder, nickel allergy, psych injury, bladder problems ,uti current weight 199 lbs. Discrepancy noted in date of insertion-(B)(6) -2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) conducted, specify : result: bilateral occlusion; in (B)(6) 2009: results of your essure confirmation test: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.